Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip, during the last step, while inserting the clip introducer (ci) over the clip occurred, resistance was encountered, and the ci was stuck and difficult to move. Although it was eventually moved, it detached and advanced too far, preventing proper positioning, and causing it to become jammed in the grippers, and part of the plastic broke and remained adhered to the grippers. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.